Event description:
Customer reported blood glucose results of 580 mg/dl, 303 mg/dl, 161 mg/dl, and 211 mg/dl, within 10 minutes on the aviva system. Also reported 325 mg/dl and 109 mg/dl within 10 minutes on the aviva system. Also reported 461 mg/dl, 249 mg/dl, and 207 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.